Event description:
The customer reported they have an alarm that has damages but couldn¿t provide exactly what the product issue was. They reported possibly the alarm might have corrosion and or the hold/suspend button is coming off but they couldn¿t be more specific for the reason of the return of the alarm. The customer reported they are cleaning the alarm with super sani wipes and are not reusing the batteries between pts. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Evaluation of the returned product found the alarm will not power on. There is battery acid corrosion inside the battery compartment and on the battery contacts. Note: instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).